Event description:
It was reported that an intrasight mobile system was used in a procedure. During use, an error message was displayed on the monitor. The case was aborted and rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. . Blocks e1 & g2: country is germany. At the customer site, a field service engineer replaced the ace card. System meets the specification for the performed service and is returned to use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the intrasight mobile system component was returned for evaluation. Block h3: visual inspection of the ace card found no damage observed. During functional testing, the ace card was connected to a lab system and was able to be recognized; however, an error message appeared. Based on the device evaluation, the reported malfunction was confirmed. Block h6: the probable cause of the error message is likely due to the internal component failure. The investigation codes (b01-testing of actual/suspected device, c0201- electrical/electronic component problem identified, and d02- cause traced to component failure) listed in the initial MDR remain applicable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.